Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint has been created for two lot numbers. There was no indication which burrs were from which lot. There are no lot markings on the devices. The observations for all parts were the same. The complaint devices were received and visually inspected under magnification. Visually, the presence of the white lubricant was confirmed. This lubricant is teflon based lubricant and is intended to be on the shafts of the blades to reduce friction between the inner and outer shaft and to mitigate failures such as inner and outer blades sticking to each other and metal shavings. This lubricant is biocompatible and no adverse tissue response or toxicity would be expected from the small amount of lubricant that might be transferred to the tissue during the cutting process. Also visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, signs of friction between the two shafts were seen at the distal end. The friction marks indicates excessive friction, which could lead to metal shavings as reported, confirming the complaint. A batch record review has been conducted for this lot of pieces that were manufactured in march 2012 with an expiration date of january 2017 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no complaints for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the round burr shaver blade broke. During the implementation of the shaver with four burrs were unusable. Each time the burr cut back the metal sheath and made filings and white powder. The following additional information was received from our affiliate on (B)(6) 2014: the procedure was for removal of bone in the foot. The surgeon used a product code (B)(4), 5.5mm burr to finish the procedure. No pieces of metal were left in the joint space, and the intervention did not last more than thirty minutes. The following additional information was received via email from our affiliate on (B)(6) 2014: no white debris was washed out. And metal pieces didn¿t touch the patient, only the operative field. Please see also medwatch reports 1221934-2018-54173, 1221934-2018-54174, and 1221934-2018-54171.